Event description:
On (B)(6) 2012, the patient contacted animas and stated that there were tactile issues with the up arrow keypad button and the audio bolus button. There was reportedly a horizontal tear between the up/down arrow keypad buttons. The audio bolus button cover was reportedly missing. The tactile issues reportedly occurred prior to the noticeable tear. It was noted that the issue started 6 weeks ago. The patient denied that the pump was exposed to moisture. It was indicated that the patient wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the ok button and the audio bolus button was torn. During testing, the ok, up arrow and contrast buttons were intermittently unresponsive; the down arrow responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.